Manufacturer narrative:
(B)(4). Additional device: (B)(4) it is not known which device or whether both devices contributed to the occlusion so both were investigated. A review of the manufacturing records for the devices verified the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2011 a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2013 the aneurysm volume measured 168 cm3. On (B)(6) 2016 the patient exhibited a type v endoleak with aneurysm volume measuring 240 cm3.

Manufacturer narrative:
The manufacturing evaluation was completed on march 15, 2018 and it stated a review of the manufacturing records for the devices verified the lots met all pre-release specifications.

Manufacturer narrative:
Additional statement: additionally, aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore® excluder® bifurcated endoprosthesis.

Event description:
On (B)(6) 2011 a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2013 the aneurysm volume measured 168 cm3. On (B)(6) 2016 it was reported the patient exhibited a type v endoleak with aneurysm volume measuring 240 cm3. The devices remains implanted, therefore an engineering investigation could not be conducted. Additionally, as images were not provided an evaluation for endotension could not be performed by gore.